Manufacturer narrative:
(B)(4). Date sent 6/12/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did any piece fall into the patient? If yes, how was it removed? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a repair of ascending aorta minimally invasive, while removing the trocar, the doctor believed a part of the trocar broke and was/ is possibility in the patient.

Manufacturer narrative:
(B)(4). Date sent: 8/4/2025. Photo analysis: this is an analysis for a photo submitted for evaluation. During the visual analysis, the following was observed: the photos shows a trocar with body fluids, broken in the area of the tip several separate fragments of the sample. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. The manufacturing records could not be reviewed as the batch number is unknown.

Manufacturer narrative:
(B)(4) date sent: 7/21/2025. Additional information was requested, and the following was obtained: what part broke off the trocar (cannula /sleeve, obturator, seal, stopcock, reducer cap)? Sleeve of the trocar does surgeon believe a piece remains in patient? Surgeon did his best to retrieve all the parts but isn¿t sure if there is any pieces left in the patients there is a possibility. What action was being performed when the trocar broke? Removing the trocar from the body. Does the account use reprocessed trocars or does the account reprocess the trocars in house at the account? They use OEM trocars. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation.

Manufacturer narrative:
(B)(4). Date sent: 7/2/2025. Corrected data: b1, b2, h1. Additional information was requested, and the following was obtained: did any piece fall into the patient? Yes, they believe some of the trocar broke inside patient while removing it, but they are not for sure. If yes, how was it removed? They attempted to remove it with a grasper and then attempted to x-ray to see if they could locate the missing piece but, the device is not x-ray able.